Event description:
Philips received a complaint on the patient information center ix system indicating the system alarms were not audible. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse reloaded the system software to resolve the system issue. After the system reload the system was working and in clinical use.